Manufacturer narrative:
Evaluation summary: no product or photos were returned for review, therefore, the exact condition of the component is unknown. Portions of 3 month and 28 month postoperative x-rays were provided for review, which show an increased shadow, most notably along the superior rim of the shell, in the 28 month x-ray as compared to the 3 month x-ray. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history, are unknown. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing slight groin pain. Revision surgery is planned.